Event description:
Customer reported difficulty with pump quick bolus/wake button, requiring multiple presses to activate screen. There was no reported impact to the customer¿s blood glucose level. Customer pressed the wake button multiple times and the wake button performed as intended. The customer will continue using the pump for insulin therapy.